Manufacturer narrative:
Section a1, a2, and a4: patient information requested and not able to be provided. Manufacturer's investigation conclusion: the reported event of full battery depletion was confirmed via the submitted log file. A review of the submitted event log file spanned approximately 10 days (22mar23 ¿ 01apr23 per time stamp). There were low power hazards and a no external power alarm on (B)(6) 2023 at 14:06:49 due to the patient letting the batteries fully deplete. The patient had connected to freshly charged batteries the night before at 19:37:38 and the batteries lasted 19 hours before the no external power alarm activated. The pump was supported by the backup battery for an hour and 48 minutes until 16:06:01 when the speed dropped to 0 rpm and the clock resets. No other alarms were active in the log file. System controller, serial (B)(6) , was not returned for analysis. It is unknown whether full battery depletion or patient expiration came first. A root cause for the reported event was not conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including low voltage advisory and no external power alarms. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ addresses the user to regularly exchange their 14v batteries when the state of charge leds indicate low power and not to sleep while connected to 14v battery power. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported, that the patient was home alone and was not responding to the family member's calls. The family's physician was contacted for prompt support and upon checkup, the patient was declared dead. A review of the log files revealed, that the pump was functioning as intended. The log file indicated, that the patient had not connected to power module/mobile power unit (mpu) power during this history. This indicated the patient was sleeping on battery power. On (B)(6) 2023 at 19:37:39, the patient performed a battery exchange to fully charged batteries. On (B)(6) 2023 at 14:06:49, a low power advisory alarm was active due to 18.5 hours runtime on battery power. On (B)(6)2023 at 14:07:26, a low power hazard alarm was active. On (B)(6) 2023 at 14:18:57, a no external power alarm was active and the system controller operated on emergency backup battery (ebb). On (B)(6) 2023 at 16:06:11, the ebb was still able to maintain pump speed and maintain system clock. The time of the pump off was unknown. At an unknown time, the white power cable of the system controller was connected to a power module, and the system controller clock corrupt alarm flag was active. The patient passed away on (B)(6) 2023. Related manufacturer reference number: 2916596-2023-02382.

Manufacturer narrative:
A1, a2, and a4: patient information has been requested, but not yet provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.